Event description:
The user claims screen froze and they were unable to make changes. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and offered to walk thru calibration - caller request onsite service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) replaced the touchscreen to address the reported issue. The system passed all testing and verification tests.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. Visual inspection of the part revealed no evidence of damage or contamination. The returned touchscreen was assembled into a failure investigation user interface assembly to verify & test its functionality. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the returned touchscreen assembly.